Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was no image during surgery.

Event description:
It was reported that there was no image during surgery.

Manufacturer narrative:
The device was not returned to stryker endoscopy for evaluation as there was no opportunity for shipping outside russia per local regulations. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no image. Probable root cause: incorrectly assembled optical train, incorrect design specification, damage to optical train, optical run out, use error. The reported failure mode will be monitored for future reoccurrence.